Manufacturer narrative:
Other, other text: one cadd extension sets was returned for the evaluation of the reported event. The sample was tested using a syringe with colored water to detect any leak. During the test, a leak was found fleeing from the air vent of the filter in the sample, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filters air vent.

Event description:
Information was received regarding a cadd extension set. It was reported that the extension set was leaking while in use. Patient complained of a headache because of floran under dosing. There was no patient, or clinician injury associated with this occurrence.